Event description:
It was reported that during patient treatment, the hospital staff noticed that the anesthesia workstation leaked water. They also noticed that is was not possible to ventilate the patient in automatic ventilation. They switched to manual ventilation and bagged the patient. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the hospital wide air system dryer went down. This allowed an increased level of water/humidity entering the anesthesia workstation causing the reported problems. There is no information that suggests that the anesthesia workstation contributed to the reported event.

Event description:
Manufacturer´s ref #(B)(4).